Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable. Lens was removed/replaced within initial procedure. If explanted; give date: n/a (not applicable). Lens was replaced within initial procedure. (B)(4). Device evaluation: the product was returned to the manufacturing site in the original lens case. The lens was received covered in what appears to be blood and viscoelastics. One of the haptics is detached; there is no mention of the haptics on the issue reported. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was unable to insert a za9003 intraocular lens (iol) correctly in the patient's right eye (od); therefore, the lens was not implanted. There was incision enlargement and an anterior vitrectomy was scheduled. No further information was provided.